Manufacturer narrative:
(B)(4) relates to the fiber. Visual examination of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The aiming beam became faint when laser energy was fired through it indicating that the fiber is broken within the connector.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy laser lithotripsy procedure using a flexiva 365 laser fiber, the aiming beam was weak and not completely round like usual. Laser energy from a holmium 100 watt laser was being used with the fiber with settings of .8 joules and 8 hertz. The procedure was completed with another flexiva 365 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.